Event description:
Cervical cytology patient sample was evaluated by focal point platform in 2003. Machine indicated that the slide /smear needed no further review. The slide was re-evaluated, during a 5 year retrospective review of slides for this patient that was prompted, because a more recent slide from 2005 indicated abnormal cells. The review of the earlier slide by the patient's physician indicated abnormal cells (hsil) notification of this report was received on january 9,2006.